Event description:
Customer reported via phone, she was caught in the rain and now the insulin pump was alarming battery out limit. Customer's blood glucose was 98 mg/dl. Alarm occurred during normal use. Customer was unable to clear the alarm due to the buttons being unresponsive. Customer stated the insulin pump was wet so troubleshooting was initiated for exposed to fluids. Customer stated the device was vibrating without an alarm or alert. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump was received with normal operating currents and no unexpected off no power, battery out limit, low battery or failed battery test alarms noted. No moisture damage on electronic assembly during visual inspection. The insulin pump had a cracked lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.